Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would further suggest a failing membrane. Voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.